Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned transcatheter aortic valve replacement for a patient with severe aortic stenosis, the valve was not able to fit inside the capsule, with heavy resistance encountered after 60% of the valve was loaded. Multiple attempts to reload the valve were made, but it did not properly return to its native shape and remained under-expanded even after being kept in normal saline solution for a long time. The valve was replaced with a new one, which was successfully loaded and implanted.

Manufacturer narrative:
Updated data: b3. E1. E3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.